Event description:
The pacs sys is not showing annotation markers indicating pt position and laterality on mammography images viewed using a ge hologic workstation. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).